Event description:
Day surgery reported a male pt sustained a half dollar sized, blistered, reddened area with a crescent shaped white area in the middle. The injury was to the right flank and occurred during an arthroscopic subacromial decompression to the right shoulder. She reported dr. Diagnosed in 2008 as a 3rd degree burn and that the injury was treated with neosporin ointment and tegaderm dressing. She stated a vulcan eas generator was used with saline irrigation. Risk mgr at hosp, later stated the injury was debrided in the office and grafted at the hosp. He stated the pad was placed, the pt was repositioned and the corner of the pad lifted, thus the pad was not making full contact.

Manufacturer narrative:
3m did not receive sufficient info to determine if this event was potentially reportable until april 15, 2008. It was reported that the pt was repositioned and the corner of the pad lifted, the pad was not making full contact during surgery. It was also reported by user facility that the electrosurgical pad was used with a high-powered vulcan eas generator, electrolytic irrigation solution. It is clearly stated in 3m's product insert that "if any combination of high power, long activation time and electrolytic solution are used, it is recommended that two split style pads be used in conjunction with an 1157c adapter". Thus, 3m concluded that user error contributed to the event, as the user did not follow 3m's instruction for use when using the electrosurgical pad with a high powered device.